Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not reported to olympus, and the reported failure was not confirmed. Based on the results of the investigation, probable cause of the reported event may be due to the following factors: - the tip cover was not fitted securely. - during the procedure in question, the tip cover was subjected to stress, such as friction caused by twisting or pushing and pulling within the body cavity, or interference with the mouthpiece. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported upon finishing the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope was withdrawn from the patient. It was found that the disposable distal attachment had been missing. The doctor then inserted another scope to look for the distal attachment. The distal attachment was located at d2 region (descending part of the duodenum) of the patient. The distal attachment was then retrieved using a basket. It was found that the opening ring of the cap for locking with the hook of the duodenovideoscope was broken. The event resulted in a 20-minute delay in the procedure while the patient was under sedation. The procedure was completed. The patient was reported to be stable. This is report 2 of 2.